Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed a skin irritation underneath the red and yellow electrodes. The irritation is described as itchy, red, and in a circular shape. The patient reported scratching the irritation causing it to bleed. The patient was advised by a nurse and a physician to use an ointment on the irritation. Follow-up indicated that the irritation was no longer bleeding.